Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected too not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Event description:
Information was received from a healthcare professional and manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that during the implant procedure the guidewire was in place in the s3 foramen. The healthcare provider (hcp) proceeded to place the lead introducer over the guidewire and the introducer would not slide over the guidewire. The guidewire was kept in place in the foramen, to hold the place in the foramen. It was inspected by the hcp and nothing was visibly noted. They attempted to place the introducer over the guidewire a second time and again it would not advance or slide. They placed a straight stylet through the introducer to attempt to clear any blockage. The straight stylet would slight through the introducer with no issue. The hcp then decided to pass some sterile water through the introducer with a syringe, the saline passed through with no issue. The hcp then tried the introducer a third time and it still would not slide smoothly or advance over the guidewire. The hcp did not want to use the faulty introducer so a new lead kit was opened for the use of the introducer only. The new one was used with the guidewire in the original kit with no issue and they were able to complete the case successfully. Following the case the introducer and guidewire were handed off to the rep who was unable to advance the guidewire past the radiopaque marker from both the top and the bottom of the introducer. There was some kind of blockage or rough area at the radiopaque marker location. The cause was not known. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.